Event description:
The leads were returned with no information and have tested out of specifications. Follow up information showed that the leads were functioning at the time they were explanted. The leads were explanted and replaced with transvenous leads due to patient growth.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and the lead was stretched. (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.